Event description:
Analysis was completed by the manufacturer. Analysis for the returned lead indicated the portion of the lead containing the manufacturing ID tag (lead connector) was not returned for evaluation, thus the model and the serial number cannot be verified. Punctured openings were identified in the outer and the inner silicone tubing. Based on the appearance of the lead it is believed that this condition occurred at the implant or explant procedure. However, the exact point in time of when this occurred cannot be determined. Note that since a portion of the lead (including the lead connector and the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through an implant card that a vns patient underwent lead replacement surgery due to pain. Additionally, the area representative indicated the surgeon stated he had discovered fibrosis inside the lead during the explant. At the moment the explanted lead was returned to the manufacturer and it is undergoing analysis.